Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported that post-op to a laparoscopic gastric band procedure, the patient developed a symptom of tightness in the area of the implanted device. On (B)(6)2010, band erosion was discovered with the use of a scope. A small white portion of the band was noticed internally to the stomach. The patient was brought into surgery at that time and the device was explanted. The surgeon believes that the issue was due to the patient testing positive to h-pylori infection. Prior to implantation of the device, the patient was treated with antibiotics for the infection. In (B)(6) 2010, the patient again tested positive and was treated with antibiotics. On (B)(6)2010, inflammation was noticed and the patient again tested positive for h-pylori. The band was explanted and the patient is doing fine.